Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that postoperatively the pacing lead had dislodged, a position shift was confirmed in the x-ray. The pacing lead was repositioned and remains in use. No patient complications have been reported as a result of this event.